Manufacturer narrative:
Unexpected restart after battery change due to faulty connector on interface board. Insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will returned device for analysis.